Event description:
Clinical study-it was reported that almost 7 months after a coronary drug eluting stenting treatment procedure, a target vessel reintervention was performed on the left posterior descending artery (lapd).

Event description:
The target lesion 1 was located in the r-pda with 99% stenosis and was 10mm long with a reference vessel diameter of 2.25mm. Target lesion 1 was treated with predilatation and a 2.5x16mm taxus stent, with 0% residual stenosis. Per catheterization report, a slight indentation in the mid-portion of the stent was treated with balloon angioplasty, resulting in full expansion of the stent. The pt was discharged 2 days later on asa and plavix therapy. In about 6 months later, pt was admitted with a 1-week history of increasing angina despite changes to medication regime. Per source documents, the pt had been recently hospitalized with chest pain (specific date unk), and cardiac catheterization at that time indicated patency of both stents, with diffuse disease proximal and distal to the r-pda stent. Coronary angiography same day revealed 70% stenosis of the mid rca; 80% to 90% stenosis of the r-pda. The r-pda was treated with balloon angioplasty and a 2.5x20mm cypher stent, reducing the stenosis to 0%. The mid rca was also treated with balloon angioplasty and a 3.0x28mm cypher stent, reducing the stenosis to 0%. The pt was discharged the next day on continued asa and plavix therapy. In the opinion of the physician the relationship of the event to the taxus stent is "probable."

Event description:
On 2004, the pt was admitted for cardiac catheterization to evaluate symptoms of recurrent angina and nuclear study results (date unk) positive for inferior ischemia. Coronary angiography 2004 revealed diffuse disease of the rpda, which was treated with balloon angioplasty and a 2.5x23mm cypher stent, with 0% residual stenosis. Per catheterization report, IV verapamil and nitroglycerin were administered during the procedure for angina. The pt was discharged 2 days later on continued asa and plavix therapy. In the opinion of the physician, the relationship of the event to the taxus stent is "probable".